Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customers blood glucose level was over 500 mg/dl with moderate ketones. Customer subsequently went to the emergency room on (B)(6) 2023 due to bg. Customer was treated intravenously with saline and insulin, and was also provided with nausea medication. Customer was released from the emergency room on (B)(6) 2023 with no permanent damage. Reportedly, the customer reverted to an alternate method of insulin therapy.